Manufacturer narrative:
H.6. Investigation summary: this complaint is confirmed. The complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results and "curve too noisy" errors while running the enteric bacterial panel and ctgctv assays. A bd field service engineer (fse) was dispatched to the customer site where they performed troubleshooting and analysis of the customer run database which indicated that the reader on side a should be replaced. This reader was replaced and normalized by the fse. The instrument performance was qualified and confirmed to meet bd specifications. This complaint is confirmed by service. The root cause was traced to a component failure of the reader. Returned material testing is not required for this complaint. The complaint was evaluated via other elements of the investigation. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of patient impact. Assays used: enteric and CT/gc/tv. The following information was provided by the initial reporter: in one of the tests 4545 a7 was a positive but a8 and a9 are false positives. False positive during a first run, in the second run result came correct. Confirmatory test : subculture and gram staining. No erroneous results were transmitted to clinician, no impact on patient false positives in run 4545 are most probably related to sample carry over (customer workflow).

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of patient impact. Assays used: enteric and CT/gc/tv the following information was provided by the initial reporter: in one of the tests 4545 a7 was a positive but a8 and a9 are false positives. False positive during a first run, in the second run result came correct. Confirmatory test : subculture and gram staining. No erroneous results were transmitted to clinician, no impact on patient false positives in run 4545 are most probably related to sample carry over (customer workflow)

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k111860, k130470 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.